Event description:
It was reported that the user experienced episodes of hypoglycemia while using the ilet system, with clinical teams communicating about lows despite recent days showing no very low glucose and a time-in-range of 62.7 percent and an average glucose of 153 mg/dl; hypoglycemia events were treated with oral glucose per standard guidance. Symptoms included low blood glucose. Outcomes included no hospitalization or long-term impairment reported. Investigation included review of available use data and clinical follow-up with user outreach attempts. Investigation of this case revealed no device malfunction or component failure could be identified, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.